Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head. (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head. The helix functions within spec after cleaning.

Event description:
It was reported that during implant attempt of two leads, the first lead's helix would not extend inside or outside the patient's body and the vein had two other previously implanted leads making access difficult. While trying to implant the second lead, the helix would not extend, hvb coil strengthening was noted and there was difficulty putting the lead in. The leads were not used. There were no patient complications reported as a result of this event.